Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2012. Suture was used to repair the perineum. During the procedure the needle pulled off of the suture. Post procedural, the needle was found on xray superficially in the vagina. The needle was removed using forceps.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Conclusion: the actual sample was returned for evaluation. The appearance of the suture was disintegrated. This is expected after long exposure to air humidity. No instrument marks were found at the attachment area. The cause for the detaching could not be verified with the actual sample.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.